Event description:
It was reported that there was a lead integrity alert on the right ventricular (rv) lead for non-sustained ventricular tachycardia (nsvt) episodes. Impedance was high and fracture of the pace/sense portion was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst indicated that, beginning (B)(6) 2015, 3520 ventricular sensing integrity counts were noted. Non-sustained ventricular tachycardia (nsvt), ventricular oversensing/noise and high rate non-sustained episodes were also indicated with evidence of lead noise oversensing. Analysis of the device memory also indicated the right ventricular (rv) lead integrity alert was triggered. The analyst commented that the rv lead integrity warning occurred on (B)(6) 2015 for two or more high rate non-sustained episodes and sensing integrity counter (sic) greater than or equal to 30 in three days. Lastly, the analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The analyst commented that on (B)(6) 2015, rv pacing impedance spiked to 4047 ohms, up from a trend in the 300-400 ohm range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).